Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette however reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a check supply line which occurred on home choice (hc) during prime. The home patient (hp) was not connected. The hp's husband stated that he had already changed the cassette twice. The baxter technical service representative (tsr) asked if he had changed the bags and he stated that he did not. The tsr explained that once a bag was connected to a setup, it can not be disconnected and hooked up to another set up and that he needed to restart with new supplies. The cg setup with new supplies. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated. Product surveillance contacted the home patient (hp) on (B)(6) 2011. The hp stated she was able complete therapy with new supplies. The home patient (hp) stated she did not see any defects with the original cassette, but the patient line would not prime.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.